Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this pacemaker showed five and a half years remaining several months after implant. The health care professional (hcp) was concerned about premature battery depletion (pbd) so data analysis was performed. Engineering analysis confirmed that the device exhibited high rate atrial sensing which causes an increase in power consumption. Additional information indicated that the device was reprogrammed. As of this time, the device remains in service. No adverse patient effects were reported.